Event description:
The lower rubber injection port popped off of the primary tubing. The pt's antibiotic was not given completely and the pt also "exsanguinated" an unknown amount (was real light, so probably mostly IV antibiotic fluid).